Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger .product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patients therapy suddenly felt like it was not working. The patient got a message on the patient programmer screen which occurred the day of the report. The patient was describing on the programmer screen was that the implantable neurostimulator (ins) needed to be charged. The patient used the charging equipment and reposition antenna and turned the dial on the antenna to get 4-6 coupling bars. A coupling problem was reported. The patient thought they were charging but was doing it wrong. The action resolved the reported issue by adjusting the dial, repositioning the antenna, and pressing start charge button. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.